Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08203. It was reported that there was a pocket hematoma. The pocket was opened up to address the hematoma, and during the procedure the right atrial lead was explanted and replaced, as the lead had dislodged. The patient was in stable condition throughout.